Manufacturer narrative:
The report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to (c&r#: 3003768277-12/28/2023-011-c).

Event description:
It was reported to philips that machine is not booting. The is connected to a startup issue related to a allura xper fd10. There was no reported patient or user harm.